Event description:
It was reported that a vascular stent prematurely deployed approx 1cm during advancement to the treatment site in the left sfa. The entire stent system was removed without incident. No reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.